Event description:
The physician was attempting to implant a web w2-8-5 into the patient's aneurysm and decided it was too large because it protruded into the parent vessel. The physician attempted with considerable force to re-sheath the web but it was not retrievable into the via 27 catheter so the physician decided to pull the via 27 and the partially re-sheathed web out through the navien catheter. After both were withdrawn it was observed that the via 27 was damaged, the via and web were "jammed" stuck together. The physician used a different via 27 and implanted a smaller web 8-4. There was no issues with the w 8-4 implant procedure and the patient is fine.